Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. In (B)(6) 2024, the patient presented with non-st elevation myocardial infarction (nstemi). The proximal left anterior descending artery (lad) to the 1st septal branch was treated with a 2.50 wolverine cutting balloon and a 2.50 x 20 mm synergy stent. In (B)(6) 2025, the patient started experiencing chest pain equivalent to angina and presented to the emergency department three days later. At the time of the event the patient was on aspirin and ticagrelor, which were continued. The patient was hemodynamically stable. The patient was diagnosed with nstemi and was hospitalized for further evaluation and treatment. Cardiac catheterization revealed significant disease of the 2.50 x 20 mm synergy stent with 90% isr in the mid segment. The significant disease was treated with balloon angioplasty. The event was considered recovered/resolved and the patient was discharged on dapt. In (B)(6) 2025, the patient started experiencing intermittent chest pain equivalent to angina that extended upwards into neck and downwards to bilateral arms. At the time of the event, the patient was on aspirin and clopidogrel which were continued. The patient was hemodynamically stable in the emergency department. Laboratory examination noted troponin t to be elevated. The patient was diagnosed with myocardial infarction and was hospitalized for further evaluation and treatment. In (B)(6) 2025, the 100% in-stent restenosis at the proximal lad to first septal branch was treated with an nc emerge balloon. Intravascular ultrasound was performed which revealed stent expansion and apposition with minimal intimal hyperplasia. The event was considered to be recovered/resolved and the patient was discharged on dapt.